Event description:
Customer reported experiencing high blood glucose readings of 404 mg/dl and a low of 34 mg/dl. Customer has treated the high with the insulin pump. Customer stated that they were unable to calibrate and the needle hub was getting stuck in the serter. No further information reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab. Enlite sensor along with rubber skin (IFU) enlite serter failed due to serter not releasing the sensor properly.(bent catch arm that holds sensor's base)